Manufacturer narrative:
Per tandem user guide: keep the transmitter and the pump within 20 feet of each other without obstruction. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent loss of connection issues occurred between the transmitter and the pump. Reportedly, the pump will oftentimes be positioned on the opposite side of the transmitter, with the customer's body serving as an obstruction. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received. No additional patient or event information was available.